Event description:
An international distributor contacted dexcom technical support on (B)(6) 2013 to report inaccuracies between the patient's cgm and blood glucose meter; however, the patient did not provide the specific date of the inaccuracy. The distributor reported the following claim from the patient: patient's cgm indicated low and blood glucose meter reading was 7.0 mmol/l. At the time of the call to dexcom technical support, no medical intervention or injuries were reported.